Event description:
The patient ((B)(6)) was implanted with an ipg on (B)(6) 2010. It was reported that the ipg is causing discomfort. Surgical intervention will be undertaken at a later date to reposition the patient's ipg.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.